Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 30) occurred during basal delivery with multiple cartridges. Additionally, it was reported that a malfunction alarm occurred and inaccurate fill estimates were received. Customer's blood glucose level ranged between 237-256 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.